Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. After resetting pump, malfunction did not recur, and customer was advised to call back if issue reappeared. Customer acknowledged instructions and confirmed understanding.